Event description:
It was reported that the patient experienced syncope and there were nonphysiologic events noted on the atrial and ventricular channels. More noise was found on the right ventricular (rv) lead and oversensing was reproduced with manipulation of the device pocket. The rv lead was capped and replaced, but the right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.